Manufacturer narrative:
A.1.-a.5. Patient information was not provided. H11: livanova deutschland manufactures the electronic gas blender. The incident occurred in raleigh, north carolina. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova received report that a s5 gas blender system gave an error code associated to a discrepancy between the actual and set gas flow values during procedure. There was no patient injury.

Manufacturer narrative:
H11: based on the investigation performed for similar cases, the reported failure can be caused by: improper hospital gas supply (a minimum pressure of 2 bar per connection should be observed. Indeed, input pressure too low can cause a discrepancy in the target and actual values, leading to the reported issue); unperformed gas blender warm-up phase (user error); defective gas blender's component (gas mass flow controllers and relative flow sensor). The involved gas blender was manufactured in 2018, and according to the analysis of complaints' database, no further event related to this unit was reported in the past. Further, service history review identified that the related hlm console passed the functional checks positively during preventive maintenance in june 2025. Based on all gathered information, the most likely root causes were addressed to improper gas supply or missed gas blender warm-up phase. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See initial report.